Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name -(B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was unable to access mvd, mvdtv and pyxislink. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es discharge now option was not working and a not a number (nan) value was returned instead. After server migration, the user was unable to access the redirect link of mvd, mvdtv and pyxislink. Additionally, the application had encountered an unknown error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Additional information: section h imdrf annex codes. Correction: section b: describe event or problem section g: manufacturing location, manufacturing site contact section h: device eval by manufacturer upon investigation of the actual device used in this incident, it was determined that the discharge function was not working and a not a number (nan) value was returned instead. A technical support specialist provided assistance to resolve the issue.